Event description:
It was reported the patient's blood vessels were sclerotic and occluded. At (B)(6)2022 12:00:26, the peripherally intubated central venous catheter was used to infuse the drug. On may 23, the anterior segment of the PICC was found to be split during routine drug infusion.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refs1673 showed one other similar product complaint(s) from this lot number.